Event description:
On (B) (6) 2010, a pt death was reported to cormatrix cardiovascular. The physician stated that this was a very high risk pediatric case who had severe, complex heart defects. The pt was diagnosed with tga (transposition of the great arteries) and klinefelter's syndrome. On (B) (6) 2010, the pt had undergone an arterial switch operation (aso) and repair of the left main coronary artery. The cormatrix ecm was used for pulmonary artery reconstruction and coronary artery repair. The physician commented that during the aso procedure, there was too much tension and a hole was made in the ecm. The pt died the next day ((B) (6) 2010) from poor heart function due to ischemia related to his previously diagnosed condition. The cormatrix ecm for cardiac tissue repair product was not returned to cormatrix for investigation. It could not be determined whether the cormatrix ecm contributed to the pt's death. As the physician stated, the pediatric pt had very severe heart defects.